Event description:
It was reported that the core impaction drill heated up during a case. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed if the device is received, and after a quality investigation has been completed.